Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the review by the post market clinical department and the plant's investigation. This report is associated with MDR# 2937457-2014-00252.

Event description:
A peritoneal dialysis (pd) patient reported that following treatment he discovered fluid leaking from inside the cassette door. He stated that he had received an alarm for a block line due to a kink in his line, but it was resolved without issue. The patient reported that his effluent was cloudy and he felt weak. He called his pd nurse. The cassette and line set were discarded. During follow up with the pd nurse it was reported that the patient was feeling weak, had cloudy effluent, fever, and abdominal pain. The patient was prescribed vancomycin and fortaz antibiotics. Later follow up determined the patient was recovering and was not hospitalized.